Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an aortic dissection and a 5.9 cm thoracic aorta aneurysm. The pt also has chronic dissection disease from the distal side of the lsa to the common iliac artery. Vessels were non-calcified and non-tortuous. It was reported that the proximal talent stent graft covered the left subclavian artery; 2 add'l talent thoracic grafts were used. The implant proceeded without issues, and the end result was very good. Post-operatively, a type a retrograde dissection was noted later the same day. The pt was taken for open repair of the type a dissection at another facility. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation: results - type a dissection. Dissection. Conclusions: used for treatment of a type a dissection. Type a dissection.